Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had motor error and also had multiple insulin pump error alarm. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was unable to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motion sensor test failure alarm, motor error alarm and unexpected restart alarm due to buttons not responding. Motor passed motor test.